Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 155 mmol/l and the repeat result was 142 mmol/l. The repeat na result on a different c501 was 142 mmol/l. The initial k result was 5.12 mmol/l and the repeat result was 4.62 mmol/l. The repeat k result on a different c501 was 4.56 mmol/l. The initial cl result was 91.2 mmol/l and the repeat result was 101.1 mmol/l. The repeat cl result on a different c501 was 102.1 mmol/l. The repeat results on the different analyzer were deemed to be correct. No erroneous results were reported outside of the laboratory. There was no adverse event. The field service engineer (fse) checked the fluidics, replaced the rinse mechanism tubing, cleaned the nozzles on the rinse mechanism, performed a mechanism check, checked the gear pump, checked the wash stations, and checked the rinse volumes on the rinse mechanism. The customer ran qc that was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.